Event description:
Customer received a result of 12.6 mmol/l on the mobile system and a result of 6.1 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device hoever the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva system (lot number 491469, expiration date 03/31/2014). (B)(4).